Event description:
The user facility reported that the involved angio-seal device would not connect together (click) with the angio-seal locator system (sheath). The physician proceeded forward on with deployment. The angio-seal deployed; however, there was yet a large or considerate amount of bleeding from the access site. Pressure was held, and there was no hematoma or oozing post pressure. The physician believed that the collagen plug must have been smaller than normal considering the amount of bleeding post angio-seal deployment. The procedure prior to deployment was a left heart catheterization. The event occurred intra-operative. The reported event did not result in patient injury or surgical intervention. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 31 jan 2024: a 6 french sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There was no excessive bleeding, and manual pressure was applied. The patient was in stable condition. No equipment or other devices were used with the involved angio-seal.

Manufacturer narrative:
D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. E3: occupation: clinical manager. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, provide additional information in section d4 and h4, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned sample included the carrier tube, hemostasis sheath, locator, and packaging. The device was visually inspected and found to have been in used condition. The hemostasis sheath and locator were returned fully mated and a kink was identified at the blood inlet hole. The carrier tube was also returned but had not been used, and no issue was identified with the device. The complaint was confirmed for residual bleeding post deployment. The exact root cause cannot be determined. The likely cause was determined to have been residual bleeding or subcutaneous deployment which was resolved through the application of manual pressure. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).